Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2021 due to multi-system organ failure. Additional information revealed that the cause of the multi-system organ failure was severe vasoplegia post-op left ventricle assist device (lvad). The device operated as expected and the death was not considered to be device related.

Manufacturer narrative:
Correction: this event has been determined to be a duplicate and is reported in manufacturer report (MFR) number 2916596-2021-04418. The investigation findings will submitted under MFR 2916596-2021-04418.